Event description:
Same case as MDR ID# 2134265-2011-01314. It was reported that during a diagnostic procedure a guide wire break occurred. Vascular access was obtained via the right femoral artery. A .014 x 300 cm journey guide wire was advanced to the venous limb of the dialysis fistula. Another .014 x 300 cm journey guide wire was inserted into the brachial artery distally. A 3.5mm x 20mm rx maverick balloon catheter followed by a 4.0mm x 20mm rx nc quantum apex balloon catheter were advanced to the target location for dilation. The number inflations and to what atms is unknown. Following the procedure, attempts to remove the guide wire were complicated as significant resistance was encountered while removing the guide wire through a 6fr x 90cm non bsc introducer sheath. The guide wire fracture occurred in the thoracic aorta. A 7mm gooseneck snare was used to successfully retrieve the fractured guide wire. Follow up angiography was performed and did not reveal any evidence of extravasation or vascular complication. No patient complications were reported and the patient¿s status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the corewire was fractured near the distal edge of the inconel connector proximal from where the high torque sleeve meets the corewire. A kink was located 5.75in from the tip. A thorough inspection of the remainder of the device revealed no other damage or irregularities. Sem analysis revealed that the core wire fractured due to ductile bend overload of the nitinol core wire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2011-01314. It was reported that during a diagnostic procedure a guide wire break occurred. Vascular access was obtained via the right femoral artery. A .014 x 300 cm journey guide wire was advanced to the venous limb of the dialysis fistula. Another .014 x 300 cm journey guide wire was inserted into the brachial artery distally. A 3.5mm x 20mm rx maverick balloon catheter followed by a 4.0mm x 20mm rx nc quantum apex balloon catheter were advanced to the target location for dilation. The number inflations and to what atms is unknown. Following the procedure, attempts to remove the guide wire were complicated as significant resistance was encountered while removing the guide wire through a 6fr x 90cm non bsc introducer sheath. The guide wire fracture occurred in the thoracic aorta. A 7mm gooseneck snare was used to successfully retrieve the fractured guide wire. Follow up angiography was performed and did not reveal any evidence of extravasation or vascular complication. No patient complications were reported and the patient's status is fine.